Event description:
It was reported that the patient was found unconscious by her daughter at around 5:00am on (B)(6) 2025. Patient's daughter took patient's blood glucose reading which resulted in 74 mg/dl. The time of the start of symptoms/unconsciousness and the previous device result prior to the incident is unknown. Emts were called and arrived at 5:25am. Patient received an unknown IV treatment at 05:30am, a blood glucose reading taken from the paramedic´s meter at 5:35am resulted in 32 mg/dl and at 5:40am, the patient was coherent, alert and feeling better. At the time the patient reported the incident, she was feeling fine.